Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim, discolored display screen. During investigation, a review of the pump history showed call service alarms had occurred. The 24 hour test could not be completed due to a recurring call service alarm. The pump was opened and testing also revealed an internal motor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed an internal motor failure. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.